Event description:
It was reported the device was used during an unknown procedure. It was reported the skin stapler legs were not coming together in a closed position. It was reported the surgeon was placing his forceps near the device when firing and the staple legs were possible coming in contact with the forceps. Another skin stapler was used to complete the procedure.